Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (4) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314, batch number mykr0241 and manufacturing lot number ngjy4784. The second photo shows an enlarged image of the catheter balloon with asymmetrical inflation. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3 way temperature sensing catheter with cut portion of the inlet tubing and a straight tipped syringe. Verified material number 119314, batch number mykr0241 and manufacturing lot number ngjy4784. Visual inspection noted the catheter balloon was partially inflated. Inflated the catheter balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon passively deflated in 51 sec. No cuffing noted. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretesting, almost no water could be drained from the foley catheter. Still unable to drain the water even after 24 hours. Medicon syringe was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretesting, almost no water could be drained from the foley catheter. Still unable to drain the water even after 24 hours. Medicon syringe was used.